Event description:
It was reported to covidien on 9/18/2009 that a customer had a reaction following use of our pre-filled saline syringe. Customer reports her daughter was admitted to the hospital due to complications of cystic fibrosis. The patient was hooked up to an IV antibiotic and when the patient's line was flushed using a pre-filled saline solution, the patient experienced a severe anaphylactic reaction and was given benadryl. Following the adminstration of the benadryl, the line was flushed again using a pre-filled saline syringe and the customer reports the patient experienced another anaphylactic reaction. The allergic reaction worsened.

Manufacturer narrative:
(B) (4). An investigation is currently underway. Upon completion, the results will be forwarded.